Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with emergency medical service/ambulance/emergency response visit. The event involved product(s) mmt-1712kl. Troubleshooting was performed. It was unknown whether the auto mode feature/smartguard was active or not at the time of the event and also unknown whether the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The customer reported a critical pump error/open book image error. The customer was not using the correct battery cap for the insulin pump they were using. No further patient complications were reported. Mmt-1712kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Pump failed to open the download window as per by-pass steps and displayed critical pump error (open book image) alarm immediately preventing download of firmware using crest and or history files and traces using thus. This could happen if the hw test failed in the mutable bootloader (intern). Suspecting the hw. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the aa 1.5v battery, continued on download of firmware using crest and or history files and traces using thus. Successfully utilized crest and thus to download history files, traces and comlink3 files. In further full review of the pump history/traces on the event date of 16-sep-2024, there is no unexpected alarms/suspends. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 16-sep-2024 in the formatted history file.  Sensor error alert (801) was found on: 09/13/2024 22:36:20.000 09/13/2024 23:11:29.000 09/13/2024 23:46:21.000 09/13/2024 23:56:00.000 sg calibration error (776) was found on: 09/13/2024 22:06:23.000 09/13/2024 23:11:14.000 unable to test for sensor error alert and sg calibration error due to critical pump error (open book image) alarm. Sensor error alert and sg calibration error were unknown. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 09/13/2024 06:05:00.000 insert battery alarm was found on: 09/13/2024 07:16:37.000 replace battery alert was found on: 09/13/2024 07:02:01.000 insert battery alarm was expected since the battery was removed from the pump. Unable to test for low battery alert and replace battery alert due to critical pump error (open book image) alarm. Low battery alert and replace battery alert were unknown. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. However, critical pump error (open book image) alarm was due to the rf test failure in the bootloader (code 0x00000045), suspected on hw. Force sensor zero offset within specification (23.78 mv). The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Unable to verify customer alleged for high bgs. Unable to perform the required testing, upload pump to carelink, download of firmware using crest and or history files and traces using thus due to critical pump error (open book image) alarm. However, a test pcba 1 was used and successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm was due to the rf test failure in the bootloader (code 0x00000045), suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.